Event description:
Pump was reported to overinfuse a 1:1 morphine sulfate infusion. The pump was set in the continuous mode, to infuse 50 ml in 5 hours, but it infused in 1 hr 25 min. No injury / medical intervention was reported.